Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported unable to take pictures and error code appearing during an unspecified procedure and intended procedure was completed with an olympus back-up device involving an olympus autoclavable camera head. There was no patient injury reported.